Manufacturer narrative:
The used sample was returned in a condition that made testing impossible; it is not possible to perform a self-adhesive force test on a used sample.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The user alleged that this issue occurred with 4 infusion sets from the same lot.